Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that the pump delivers the insulin too quickly during bolus delivery which lead to multiple infections at the infusion set site. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the event.